Event description:
It was reported the device had undergone an electrical reset. The patient had been receiving radiotherapy at the time. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 693158 implantable tachy lead, implanted: (B)(6) 2007. (B)(4).